Event description:
Caller states customer had low blood glucose symptoms with result of 98 mg/dl obtained on the advantage system. Emergency medical technicians (emts) arrived one hour later and customer tested 10 mg/dl on professional device. Customer was treated with an IV of "pure sugar" and taken to the hospital. Upon arriving at the hospital customer tested 10 mg/dl on ER meter and was treated with a saline IV; customer was released from the hospital several hours later. Requested return of suspect device and replacement was sent.